Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that a new cord was shipped to them last week. The harvester noticed and commented on the "length and skinnier" than the other cords used prior. The connection ends were the same so it was assumed that these were correct and usable. After the first 2-3 burns (fat tissue not branches) he noticed that the non-wired jaw had been "melted" and had the piece had become dislodged into the patients tunnel. He was able to retrieve the piece using the c-ring and flushed the tunnel with copiuos amount of saline without seeing any other pieces in the tunnel so he does believe the he got the piece(s) totally out of the leg. He then switched out the vh-4030 and the vh-4000 and took the vein out without any issues. There was a delay of about 6-8 minutes.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h11. Corrected sections: h1, h6 - removed analysis of production.

Manufacturer narrative:
(B)(4). Updated sections: b4, d4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.